Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachy response events. There was noise on shock channel and far field sensing of ventricular sensing intervals on atrial channel. Programming options were discussed for this ICD that remains in service. Additional information was received from the field mentioning that the ICD has recorded alerts for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. The health care professional said they are aware and going to see patient at end of month. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachy response events. There was noise on shock channel and far field sensing of ventricular sensing intervals on atrial channel. Programming options were discussed for this ICD that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.